Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) was ¿high¿ on the continuous glucose monitor graph. Additionally, the customer reported a bg of 400 mg/dl. The customer¿s mother assisted with injecting a manual insulin injection to address the elevated bg level. Reportedly, the customer used the cartridge beyond labeling. Tandem technical support instructed caller to change the cartridge. Multiple, attempts were made to continue troubleshooting the issue, however, no response was received.